Event description:
It was reported that the doctor was shocked while using an ambient super multivac and a quantum controller. The case was completed with the same wand and control unit. No patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found no manufacturing abnormalities during the observation. No visual damages were visible on the controller housing. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller show any kind of error message or fail to activate a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was not verified and the root cause could not be determined since the device performed as intended. Factors which can lead to issue include: do not allow fluid to contact the end of the cable connector of the wand which mates to the controller as electric shock may occur, do not place other cables between the connection cable component and the controller, do not allow patient contact with grounded metal objects, and monitoring electrodes should be positioned as far as possible from the surgical electrodes when hf surgical equipment and physiological monitoring equipment are used simultaneously on the same patient. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device was received on 09/12/2017.